Event description:
It was reported that during a stent placement procedure, the delivery system allegedly detached from the handle, when the safety clip was removed. Furthermore, the delivery system was removed from the guidewire and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. The lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation and during evaluation, the t-luer adapter was found detached from the slider which would have made a successful deployment using the trigger impossible. The safety clip was not part of the sample return so that an evaluation of the safety clip was not possible. The stent was still loaded in the catheter and could be further deployed during deployment test using the trigger after securing the t-luer back into the slider which leads to confirmed results for detachment of the delivery system from the slider. There was no indication of a manufacturing deficiency. Based on the information available and the evaluation of the returned sample, the investigation was closed with confirmed results for detachment of the delivery system from the slider. A definite root cause of the reported incident can not be identified. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding general warning, the IFU states "visually inspect the e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". The IFU states "just prior to deploying the stent, the safety clip must be removed by pressing the two red tabs together and removing the clip from the grip". H10: g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the delivery system allegedly detached from the handle, when the safety clip was removed. Furthermore, the delivery system was removed from the guidewire and the procedure was completed using another device. There was no reported patient injury.